Manufacturer narrative:
Date of report : 08feb2019, date rec¿d by MFR : 07feb2019. Numerous attempts were made to obtain information on the repair of the device, however, no response has been received. Should new, relevant information become available, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 01may2019. The gas delivery system (gds) assembly was returned to the failure investigation (fi) lab for evaluation. Visual inspection of the gds assembly revealed no damage or contamination. Operational testing was performed and the test ventilator did power up from alternate current and deliver breaths. It was noted that the high pressure leak test did not pass, leaking from the data acquisition (da) printed circuit board assembly (pcba) u17 (pressure sensor) was observed. During debugging found u17 (pressure sensor) missing o-ring on the da pcba. The o-ring was installed on the u17 on the da pcba. The missing o-ring on the u17 on the data acquisition pcba created the noise when the oxygen is connected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. International UDI #(B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported intense noise when the oxygen is connected. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.